Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno videoscope exhibited actuator angle not working. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the defective event was due to stress of repeated use, external factors, or handling of the device. The event can be detected and/or prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to detect the subject event. Olympus will continue to monitor field performance for this device.